Event description:
It was reported that the patient asked for infusion set replacement due to infusion set leaks at quick release which led to tape lifted off and tape not sticking in use for one half day.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.